Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: photo investigation: the device was not returned. A photo-investigation was performed on the images. The were were two x-rays of the implanted devices as well as the patient wounded area. The x-rays did not show a broken screw thus the complaint can't be confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition was not confirmed during photo investigation as the x-ray did not revealed any broken screw. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: it was reported that there was a broken screw at the most superior aspect of the plate and there were was a couple of locking broken screws, one of these came out after using a needle driver to back it out. The other came out in part. There were attempts made to remove the intraosseous portions of the three (3) broken screws.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, the patient had undergone for a revision of nonunion, left distal humeral shaft. The synthes medial column small fragment precontoured locking was broken and the posterolateral column plate remained intact however, there were several screws broken through both plates. During revision, it was found out that there were three broken screws, some of these were removed in part, but there were some retained metallic implants. None of the screw holes showed overt evidence of infection. The surgery and the patient outcome were unknown. This complaint involves four (4) devices. Concomitant device reported: unknown plate(part # unknown, lot # unknown, quantity# 1). This report is for (1) unk - screws: locking. This report is 3 of 4 (B)(4). This complaint is related to (B)(4).